Event description:
It was reported that the right atrial lead exhibited noise with device manipulation and left arm movement. During atrial noise, the impedance dropped by 100 ohms. Inappropriate mode switching was also noted.

Manufacturer narrative:
Information provided by (B)(4).